Manufacturer narrative:
The clamp involved has not been returned for eval. Instructions state "circumcision clamp must be disassembled and sterilized before each use." The hosp needs to make sure the same size parts get properly re-assembled after sterilization. Instructions state "prior to each use, always insure that plate and bell (stud) are the same size." Instructions state "this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described." Instructions state "prior to initiating the surgical procedure you must insure that expected clamping function has been properly achieved." Instructions state "use only component parts mfg by gomco when assembling this device." Instructions state "important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique." Parts being missing and / or mixed up most likely occurred when the clamps were dis-assembled for sterilization and then re-assembled by the hosp. Parts from a given clamp should be kept together during the cleaning process and not mixed.

Event description:
It was reported that: the infant was prepared for a circumcision. Gomco clamp package x2 were opened with no bell in package. Third was opened and mis-matched - 1.3/1.1, were un-noticed. The gomco clamp was applied and when removal of the foreskin was attempted, it was noted the gomco sizes did not match. Clamp being 1.3 and bell sized 1.1. A small skin laceration occurred on the shaft of the penis, and pediatric urologist was asked for consultation. Second repair to be done with need for circumcision under anesthesia at (B) (6) of age. It was decided the baby would have a revision performed at a later date to have the procedure done for best outcome and pt comfort.